Event description:
It was reported that the patient fell last month and after the fall the patient started getting shocking sensations in the chest. It was noted that the patient turned the stimulation off. It was noted that the manufacturer representative saw the patient and the impedance was within normal range. It was noted that they tried to reprogram but there was no stimulation on the right leg and the patient only felt stimulation on the left side. It was noted that the patient did not have shocking anymore. It was noted that the health care professional (hcp) had ordered an x-ray to check the lead placement. It was noted that the patient had a loss of stimulation / therapeutic effect and had less than 50% therapy relief on the right side. It was noted that the patient was alive with no injuries at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3550-39, lot# n323720, implanted: (B)(6) 2012, product type accessory. Product ID 355531, lot# n314826, implanted: (B)(6) 2012, product type screening device. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).